Event description:
It was reported that the patient had his malleable penile prosthesis replaced with an inflatable penile prosthesis due to patient dissatisfaction: "patient didn't like it; could not penetrate". No patient complications were reported in relation with this event.